Event description:
It was reported that the patient with this pacemaker has been experiencing undesired symptoms such as syncope and dizziness. The patient was evaluated in a hospital setting and stated that the health care professional (hcp) commented that this device was not being programmed as it should be. Boston scientific technical services (ts) referred the patient to their following physician. No additional adverse patient effects were reported. This device remains in service.